Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 407652 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had very small p-waves and intermittent oversensing which caused erroneous mode switch events.the lead's sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.